Event description:
On 08/16/2023, it was reported by a facility representative via sems that an ar-8305 console is not reading shavers. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Additional information: h6 (hand piece board, foot switch board, hand piece ports, foot switch ports) the reported event of "an ar-8305 console is not reading shavers" was confirmed. This evaluation determined that the reported event occurred due to moisture intrusion resulting from normal wear and tear.